Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as patient made a mistake and the area was not clean prior to starting pd therapy. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with intraperitoneal cefazoline (1g; frequency and duration not reported) and injection ceftazidime (1g; route, frequency, and duration not reported) for peritonitis. It was unknown if antibiotic therapy was stopped or ongoing. Dianeal therapy remained ongoing. At the time of this report, it was unknown if the patient had recovered. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.